Event description:
During the sij fusion procedure, a piece of the cutting element of the second decortication device broke during deployment. It did not appear the surgeon over-powered the instrument, but the joint was very tight. The surgeon attempted to retrieve the broken piece unsuccessfully, and left it embedded in the joint.